Event description:
It was reported that during routine device change-out, when the chronic lead was tested with the new device, no therapy was delivered. External defibrillation was used. The newly implanted device was replaced and again no therapy was delivered. No lead anomalies were observed on diagnostic imaging. The lead was capped and replaced and induction tests were successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.